Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 110.5010. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls v9.12.1.2 pcu domestic a/b/g r (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer receiving error 110.5010 at power up of 8015 (s/n (B)(4)). Case resolution: customer receiving error 110.5010 at power up of 8015 (s/n 13882369). Explained problematic issue for device keyboard software not being compatible. Suggested to customer to re-flash the keyboard operate software back onto device. Customer to call back for assistance if any further issues and/or concerns need addressing. End call.